Event description:
Same case as MFR report # 2134265-2008-01863. It was reported that during a percutaneous coronary interventional (pci) procedure, a vessel dissection occurred. The 90% stenosed, non-calcified lesion was located in the tortuous proximal right coronary artery (rca). Another manufacturer's guide wire was placed and intra-vascular ultrasound (ivus) was performed. Another manufacturer's 3.5mm balloon catheter was used to pre-dilate the lesion. Another manufacturer's 4.0mm stent was successfully implanted and ivus was again employed. A maverick xl 4.5mm balloon catheter was advanced for post-dilatation of the stent, however, the catheter was unable to advance through the stent. Another manufacturer's guide wire was inserted in addition to the previously placed guide wire and an attempt was made to advance the maverick balloon catheter, however, the catheter was still unable to advance through stent. The 6fr mach1 fr4 guide catheter was "engaged deeply" and another attempt was made to advance the maverick xl balloon catheter, however, the catheter was again unsuccessful in advancing through the stent. The physician noted a vessel dissection had occurred on the proximal end of the stent. Another manufacturer's 4.0mm stent was deployed to seal the dissection. The physician again "engaged deeply" the mach1 guide catheter and two unspecified guide wires were inserted, however, upon another attempt to advance the maverick balloon catheter, the catheter was still unable to advance through the stent. It is unknown how the dissection occurred. The maverick balloon catheter was removed and another manufacturer's 4.5mm balloon catheter was used to complete the procedure. The patient's status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.